Event description:
On (B)(6) 2012 the pt reported experiencing e4 (occlusion) errors for the past 2 weeks and she stated she noticed the cannula of the infusion set headset is bent upon removal from her body. This morning she noticed insulin leaking from beneath the headset adhesive and after removal of the headset found the cannula was bent. Her blood glucose was elevated to 235 mg/dl. She stated she has no normal blood glucose range. She changed the infusion set and bolused to lower her blood glucose. After changing the infusion set e4 was displayed. She was advised to disconnect from the infusion site and to prime. She noticed air bubbles in the infusion set connector and she changed the infusion tubing. She removed the headset and found the cannula was bent. She stated she only rotates infusion sites in one area of her abdomen and she was educated on scar tissue and alternate infusion site locations. She was able to change the infusion set and clear the e4 error. She was sent an infusion set insertion device and infusion sets.

Manufacturer narrative:
Product was received on (B)(4) 2012. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.